Event description:
Related manufacturer reference number: 2017865-2022-11675. It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, it was found out that the right ventricular (rv) lead exhibited intermittent loss of capture and programming changes were made to address the issue. Postoperative check showed that the left ventricular (lv) lead had high capture threshold measurements and the rv lead was still exhibiting intermittent loss of capture. The rv lead was then capped and replaced on (B)(6) 2022 and the lv lead had programming changes. The patient was in stable condition throughout the procedure.